Manufacturer narrative:
An investigation of damaged ostase calibrator vials was conducted at beckman coulter inc. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed.

Manufacturer narrative:
(B)(4)

Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the customer received one (1) damaged access ostase calibrator vial which caused the contents to leak. As a result of the damaged calibrator vial one (1) calibrator kit was affected. There was no report of affect to patients or end users in connection with this event.